Event description:
The manufacturer received info alleging a "service required" alarm condition occurred and there was no battery charge. The device was in pt use. There was no pt harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.